Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced low blood glucose with shaky cold sweats event on 12-may-2026 and managed with intake of carbs and patient also reported misuse since pump was worn fourteen inches below the location of the infusion set.